Event description:
Report of a filter leak. The tubing set was primed with d5-0.9ns + 10meq kcl, connected to line a of the cassette of an omniflow 4000 plus pump. At an unspecified time in the evening, the solution was infusing at 100ml/hr when the solution bag ran dry as expected. At the completion of the infusion, a new solution bag was hung and the tubing was reprimed. Following repriming, there was leakage noted from the filter vents. The leakage was noticed immediately and the filter set was changed. There was no adverse pt event. Though requested, no add'l info was available.